Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump double beeped "no cassette." No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with fluid ingression and damage; the tamper seal was all intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. However, fluid ingression on the downstream sensor was found and it was identified to have caused the double beep - no cassette attached issue. For corrective action, it was recommended to have the downstream sensor replaced. The root cause was unknown. The product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not required, corrected data: b1: adverse event and/or product problem.